Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: customer logged an external deviation regarding an issue that occurred concerning ¿multiple 3ml syringes - kg00026 (mtn1170834), found with brown debris inside the packaging.¿ on 31may2024, during manual material contamination control process (double bagging) of pre-staged materials in d-staging, it was found that 3x kg00026 (3ml syringes) with bd lot# 3198079 had brown colored debris inside of the packaging of the syringes. This is not as expected. They were able to remove the items from our stock and therefor has limited impact, pending the investigation it is classified as minor.

Manufacturer narrative:
Device evaluation three samples and five photos were provided to our quality team for investigation. A visual inspection was performed. All three syringes have brownish discoloration on the barrel consistent with embedded foreign matter. Two photos show the top web side of the package with all graphics, and three photos show the packaged syringe with the embedded foreign matter. The condition observed is non conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3198079. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information.